Event description:
It was reported that during equipment testing at the MFR, the attachment heated up. No user injury or adverse consequences were reported.

Manufacturer narrative:
The device was received by the MFR and the complaint was confirmed. The device was disassembled and found an excessive amount of debris around the upper bearing. The debris was also throughout the device internally. The debris is most likely the cause for the device to have rotational issues, resulting in excessive friction and heat generation.